Manufacturer narrative:
Note: lot history review: there was nothing relative to the lot review. Sample analysis: no fault was found. Passed all testing. Two needles were returned with the device. However, it is not known which needle was in use. One of the returned needles was found to be bent and damaged.

Event description:
Additional information has been reported that the patient is healing and is expected to be fine. Unfortunately, she has an inoperable retinal detachment not from this incident.

Manufacturer narrative:
Note: this handpiece has been received for evaluation. At this time we are continuing to gather additional detail. Any new information will be reported in a supplemental report.

Event description:
A company representative has reported that a call was received at 15:50 from a surgeon in the o.r stating the eva frag handpiece just burned a hole in the patient's eye. The rep then drove to the facility, and when he arrived, the surgery was still in progress with no monitor. They had 2 frags opened as the first frag was getting hot, the cataract was very tough (brunescent) and as soon as they kicked up the power to 50% (surgeon stated 70%), the eye was burned at the sclerotomy site, pulling the cornea towards the wound. It was reported that the surgeon is requesting information on a " do not go over %" for the frag as "it shouldn't get that hot". It was reported that the patient had an irreparable funnel retinal detachment found when the dense cataract was removed. If it was a naive eye, we would have had serious problems. At this time, it is unknown which frag handpiece caused or contributed to this incident. It was reported that tutoplast was used to repair the wound. The representative tested both handpieces on site and seemed fine and has forwarded both handpieces for further evaluation.